Event description:
The customer reports a falsely decreased architect tsh assay result for one patient. The customer received a sample for tsh testing from another lab for cross verification. The customer's lab generated an architect tsh assay result of 4.77 uiu/ml. The other lab had generated a result of 12.79 uiu/ml (with a normal reference range of 0.35 - 5.50 uiu/ml). This same sample was then sent to a reference lab where a result of 8.35 uiu/ml was generated (with a normal reference range of 0.45 - 4.5 uiu/ml). Controls have been within specifications on all runs. There is no impact to patient management reported.

Manufacturer narrative:
Accuracy testing was performed using a retained reagent kit of lot 18902jn00. Twelve replicates each from three different panels representing low, medium and elevated tsh values were tested and evaluated. All validity and acceptance criteria were met, demonstrating the ability of the assay to provide accurate results. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect tsh assay package insert (49-3481/r3) and the architect systems operations manual (96211-113) both contain information to address the customer's current issue. In summary, no malfunction has been identified in this current evaluation of the architect tsh assay lot 18902jn00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).